Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a right atrial (ra) lead and right ventricular (rv) lead impedance warning triggered in (B)(6) 2017. The ra lead and rv lead impedance trends returned to normal/stable since the warning triggered. The ra lead and rv lead sensing and impedance within safety margin. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.